Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that" they were nearly killed by a faulty pacing lead". No further patient complications have been reported as a result of this event.